Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the several orders did not cross over due to increased disk space. A technical support specialist (tss) reviewed the interface server with carefusion coordination engine (cce) services running and message flow confirmed, and corrective actions were taken to clear disk space and perform database (db) maintenance, increasing available space to 214 giga bytes. Customer was then advised that admit discharge transfer (adt) and order messages were processing successfully and it was safe to remove stations from critical override. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, several orders did not cross over due to increased disk space. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.